Event description:
The cysto-nephro videoscope was returned to the service center with a report of a button and switch malfunction. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, a sticky grip, universal cord, and a up down angulation lever plate was found to be most likely due to stress. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, regarding the sticky grip, the sticky universal cord, and the sticky up down angulation lever plate, the cause was due to some kind of stress, such as damage to parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.